Event description:
This report pertains to one of three hurricane rx dilatation balloons used during the same procedure. It was reported to boston scientific corporation that three hurricane rx dilatation balloons were used in the hilar during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2022. During the procedure, three balloons burst due to a very tight biliary stricture. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay and stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results the returned hurricane rx dilatation balloons was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to a pinhole in the distal section of the balloon. Microscopic inspection found the balloon had a pinhole located approximately 20mm from the tip. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. The pinhole found in the balloon is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. It is possible that factors encountered during the procedure, such as the interaction with any kind of sharp surface during the procedure could create friction on the balloon and cause a pinhole. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
Note: this report pertains to one of three hurricane rx dilatation balloons used during the same procedure. It was reported to boston scientific corporation that three hurricane rx dilatation balloons were used in the hilar during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2022. During the procedure, three balloons burst due to a very tight biliary stricture. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay and stable.